Manufacturer narrative:
Evaluation is in progress, but not yet concluded. The subsidiary service engineer noticed the issue during installation of this unit for replacement of recall affected flow module.

Event description:
Upon installation of a replacement flow module, the subsidiary reported that the central control monitor (ccm) displayed random flow readings and intermittent false back flow alarms when there was no tubing in the flow sensor. There was no patient involvement.